Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that different co2 results were obtained on a patient sample on an advia 1800 instrument. The customer also reported that quality controls (qcs) were within acceptable ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer's site. The cause of elevated co2 result obtained on the patient sample is unknown. Siemens is investigating the issue.

Event description:
An elevated carbon dioxide (co2) result was obtained on a patient sample on an advia 1800 instrument. The elevated result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the different co2 results obtained on the patient sample.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00386 on 19-oct-2018. Additional information (26-sept-2018): the initial MDR indicated that a siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed the following: replaced sample dilution probe (dpp) and screws on outer section of sample tray (stt) and trained customer on replacement of dpp, and sample tray (stt). The cause of the different co2 results is unknown. Results and conclusion codes in section h6 have been updated to reflect this information. The instrument is performing according to specifications. No further evaluation of this device is required.